Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure for atrial fibrillation using the cryocath catheter afapro28, after completion of left inferior pulmonary vein ablation, the machine displayed error code 50006 and a safety system notice indicated that blood was detected in the catheter handle, so injection was stopped and the vacuum was disabled. The operator requested replacement of the balloon/catheter to continue the procedure. After the balloon/catheter was replaced, the machine completed a self-check normally and the cryoablation procedure was completed. Post-procedure observation showed blood had entered the interior of the balloon and remained visible after the exterior was rinsed with running water and wiped. No patient symptoms, complications, or injury were reported, and no medical or surgical intervention was needed to prevent permanent impairment of function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.